Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib charging" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed during testing with a test battery. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device logs indicated that the device identified the battery and reported that a battery calibration was required. The battery is suspected as a likely cause, however, the battery was not returned for evaluation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.